Event description:
It was reported that the transgastric-jejunal feeding tube cracked in half below the balloon. Additional information was received on (B)(6) 2015 that the transgastric-jejunal feeding tube cracked and separated. A new transgastric-jejunal feeding tube was placed following the removal of the proximal portion of the tube that separated. No additional information was provided in regards, to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. The strap was detached from the molded head and the edges of the detached strap were jagged. The molded head, tube and balloon exhibit a yellow discoloration, and the ink on the jejunal feedport was partially faded. The distal end of the feed lumen was separated from the device and not returned for evaluation. The edge of the balloon collar still remained attached to the returned device received for evaluation. The fourth gastric skive near the edge of the tube exhibited a tear and the original package was not returned with the device. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).